Manufacturer narrative:
The reagent lot number was 849762, and the expiration date was requested, but not provided. Reagent issues were excluded as the correct rerun was performed with the same reagent. The field service engineer (fse) corrected the dripping cell rinse nozzles, cleaned the blocked sample valve, vacuum pump, and the sample probe. The fse confirmed the test and module were running back to specification. No further issues were reported after the service visits. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 assay results for several patient samples tested on a cobas c 503 analytical unit. One example was provided: the initial result was 15.4 mmol/l. The first repeat result was 5.15 mmol/l. The second repeat result was 5.16 mmol/l. The test was repeated as the results did not match the previous results. The questionable result was not reported out.